Event description:
It was reported that the right atrial lead exhibited loss of capture, a high pacing threshold, an insulation anomaly and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.